Manufacturer narrative:
This report was reported under incorrect registration number, please refer to (9610816-2024-00526) for further information regarding this complaint.

Event description:
Philips received a complaint on the patient information center ix indicating patient monitors are not connecting to pic ix computers for clinical staff to centrally monitor patients. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.